Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. The customer was in cardiac arrest and had ketones and blood glucose over 500 mg/dl when she was found by paramedics. By the time the paramedics arrived, the insulin pump was disconnected from the customer's body. Nothing further was reported.